Event description:
Pt receiving intravenous medication at home. Pump had continuous occlusion alarm. Medication therapy was interrupted until staff could replace pump. Pump tested by staff, which revealed same result. MFR notified, who stated that this has been a problem with earlier models of this type of pump. MFR sent new part to repair pump, which was repaired by staff per instruction from MFR.